Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that when the patient charged they usually got 4 coupling boxes. The patient reported that they had to keep turning the dial and moving it around to get good coupling. The patient charged at night. It was reported that the implantable neurostimulator (ins) never got fully charged. The patient stated that they knew this because the ins was still blinking at the last quartile and they never saw the sprites above the ins. The patient programmer also reflected that the ins was not full and was at ¾ full. The clinician programmer charge details showed the following information: session on (B)(6) 2016 for 5.6 hours ended at 100% charged, session on (B)(6) 2016 for 5 hours ended at 100% charged, and a session on (B)(6) 2016 for 6.4 hours ended at 100% charged. The clinician programmer also stated that the average coupling was 8 boxes. The patients average charging interval was 7 days for 5-6 according to the clinician programmer. The patient did not bring the implantable neurostimulator recharger (insr) with them to the appointment. It was reported that the implantable neurostimulator (ins) was little wobbly in the pocket and was too deep. It was reported that all of the issues started in (B)(6) of 2016.

Event description:
Additional information was receives from a manufacturer representative (rep). It was reported that palpitation of the pocket site by different rep and the patient was performed as a diagnostics related to the ins being wobbly in the pocket site. It was discovered that the average coupling boxes were just based on the first three minutes of recharging and the patient would get four coupling boxes when they moved around. The rep also reported that it took six hours for the patient to recharge their ins and history showed that they recharged every 2-3 weeks. It was recommended to the patient that they should recharge once a week to reduce the time it took at each recharge session (six hours). The rep offered to meet with the patient for the recharging and coupling history to resolve the recharging and pocket issues but the rep had not heard from the patient yet. It was also discovered that the inferior portion of the ins in the pocket was over the gluteal muscle, the superior portion was at the very top of the gluteal muscle and the ins moved a little but with the palpation, it did not appear loose enough to flip. No revision was planned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.